Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states both wheels are bent inward and the chair will not open completely. Evaluation results were obtained through the tw warehouse in (B)(4): rear wheels/frame bent chair real hard to push.

Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: visual observations- when the chair was unfolded and at rest without a load in the chair, there was a noticeable gap between the left seat rail and the accompanying h-block. This observation confirmed the provider's allegation that the chair would not open completely. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issues. Whether the rear wheels were specifically "bent" can neither be confirmed or denied. However, they were found to have a definitive wobble, indicating that they may have been out of round. When the wheelchair was unfolded and at rest without a load, the left seat rail did not sit in the h-block. Complaint of "both wheels are bent inward and the chair will not open completely" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual observations- when the chair was unfolded and at rest without a load in the chair, there was a noticeable gap between the left seat rail and the accompanying h-block. This observation confirmed the provider's allegation that the chair would not open completely. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issues. Whether the rear wheels were specifically "bent" can neither be confirmed or denied. However, they were found to have a definitive wobble, indicating that they may have been out of round. When the wheelchair was unfolded and at rest without a load, the left seat rail did not sit in the h-block. The provider states both wheels are bent inward and the chair will not open completely. Evaluation results were obtained thought the tw warehouse in oracle: rear wheels/frame bent chair real hard to push.